Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report has been updated: b4, g3, g6, h2, and h6. The complaints for ''post- implantation - leaflet thickened/halt'' and ''post- implantation - leaflet motion restricted-in patient'', were confirmed based on medical record. A review of the DHR, lot history, and complaint history provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. In addition, during valve assembly leaflet tissue is submitted to thickness measurements. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, ''approximately 1 year and 5 months post tavr procedure with a 29mm sapien 3 valve, minimal hypoattenuation at the right leaflet base/early frozen leaflet was noted''. Per instructions for use (IFU), valve thrombosis is a potential adverse event associated with the use of valve. Thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve and resemble leaflet thickening. In this case, it was reported that CT performed on 05/25/2023, confirmed thrombosis . However, medical records for this relevant finding was not provided. It is possible that thrombosis caused leaflet thickening. As such available information suggests patient factors (thrombosis) may have contributed to the reported leaflet thickening. In this case, it is possible that the thickened leaflet had an impact on proper leaflet function, resulting in restricted motion. As such, available information suggests patient factors (thickened leaflet) may have contributed to the reported restricted motion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.

Event description:
As reported from an etv clinical study, approximately 1year and 5 months post tavr procedure with a 29mm sapien 3 valve in the aortic position, there was minimal hypoattenuation at the right leaflet base and early frozen leaflet was noted. The patient is being worked up for a taviv procedure.